Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient had their ipg explanted and replaced for an unknown reason.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the ipg was electively replaced.